Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was discovered to have vegetation during an echocardiogram. Antibiotics were administered and a system extraction is to be scheduled due to infection with sepsis. The system remains in service at this time. No adverse patient effects were reported. If additional information is received, this report will be updated.

Manufacturer narrative:
No analysis was performed with reported allegation of infection. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to correct previously reported information: the lead was explanted due to the infection. No additional adverse patient effects were reported.